Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the line was inserted on (B)(6) 2023 for opat (outpatient) IV antibiotics. On (B)(6) 2023, pre flush was completed with no resistance and patient received daily ertapenem. During antibiotics infusion, the patient called because of right forearm swelling and it was "assessed that half was interstitial". The catheter was removed and only 1.5 cm was attached, leaving 4-5 cm in arm confirmed by ultrasound. Patient required surgical removal of remaining portion of catheter and catheter was successfully removed in the operating room on (B)(6) 2023. The patient's current condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer provided three images for analysis. One image showed the catheter inside a patient. The other two showed the catheter with a severed body. The location of the separation appears to be several millimeters from the juncture hub. The catheter body also appears to be slightly bent. The complaint of a separated catheter was able to be confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage". The IFU also states, "do not use alcohol to soak catheter surface or allow alcohol to dwell in a catheter lumen to restore catheter patency or as an infection prevention measure". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the line was inserted on (B)(6) 2023 for opat (outpatient) IV antibiotics. On (B)(6) 2023, pre flush was completed with no resistance and patient received daily ertapenem. During antibiotics infusion, the patient called because of right forearm swelling and it was "assessed that half was interstitial". The catheter was removed and only 1.5 cm was attached, leaving 4-5 cm in arm confirmed by ultrasound. Patient required surgical removal of remaining portion of catheter and catheter was successfully removed in the or on (B)(6) 2023. The patient's current condition was reported to be fine.